Event description:
It was reported by the affiliate that during a laparoscopic nephrectomy, the clip did not form properly from the gun. The distal portion of the gun which forms clips seems to miss. Case was completed with the same applier, but with different clips.